Manufacturer narrative:
(B)(4). Approximate age of device - 41 days. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was been hospitalized for a driveline infection. The patient's white blood count was 8.32 x 10^9/l and temperature was 96.80 (f). The patient was administered drug therapy only and discharged to home on (B)(6) 2012. No additional information was provided.